Event description:
On (B)(6) 2010, I had the essure procedure done. Ever since then my body started giving issues that I have never had before. I have always been thin, after essure I weigh 165 and my stomach always swells up making me look like I am 5 months pregnant. I have pains in my lower abdomen, and my toes cramp up once in a while. I get dizzy spells and intercourse is always painful. My lower back also hurts for days at a time. Sharp pains daily on my right and left sides. I went to the doctor and they related my issues to irritable bowel syndrome and gave me pills for pain. I know this is not the issue because I have had these issues ever since the essure coils were inserted. I eat right and work out so there is no reason why my stomach swells up the way it does.